Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the doctor performed component separation operative approach with the defect fully closed and the mesh placed retro rectus. The doctor used sutures as fixation system to close the wound after the procedure. 2-3 weeks after the mesh was placed for closure of the defect in a ventral hernia repair, there was an extrusion of the mesh through the wound. The event led to the patient's re-admission for repeat surgical procedure to remove the mesh and had 1 night of extended hospital stay. The patient was reoperated to resolve the issue and complete the case.